Event description:
(B)(4). Off and on I felt sharp piercing pains within a year of essure placement. Randomly I felt spasms equivalent to a baby kicking me inside mostly on my right lower abdomen. My periods were more painful and took nearly a year to become regular. I bled any and all times I was intimate with my husband for the first 8 months. Eventually my periods regulated but we're still overly painful. In (B)(6) of 2014 I bent over to pick something up. I felt a major stab in my right side. I couldn't walk. I went to the ER. They were extremely uneducated on the device (although it was put in in their hospital) they gave me morphine and sent me home. I had already been making appt with my obstetrician for my random pains and spasms. After the dec ER visit he continued to run pointless,painful, and invasive tests such as sonohystogram because he believed my pain could not be caused by the devil devices (essure) I had put in my body. I have had sme gyno/obst for 8 yrs and 2 pregnancies. I gained 20 lbs of water weight only in my belly from (B)(6) 2014 to (B)(6) 2015. Eventually he agreed to do exploratory suregery and to take them out while he was in me. He did fins that the essure caused endometriosis and adenadenomyosis. I had to have a double salpingectomy with corneal resection in order to remove the essure coils. All of my symptoms and pain have subsided other than the labor cramps I have do to the adenomyosis caused by the essure. Please take them off the market. They are deadly and caused me tremendous pain physically and psychologically. I am also majorly in debt and have been turned into collections because I had to pay out of pocket for removal. So it also ruined my credit therefore affecting so many aspects of my life. Jobs, buying a car or house, getting any kind of loan is out of the question for me. Thank you bayer and thankyou to the FDA for the PMA on this life ruining falsely advertised piece of garbage.